Event description:
A pt experienced intense pain from right thigh to lower leg, edema from right thigh to lower leg, right knee inflammation, and right knee swelling. This case was reported by the pt and was received in 2004. The pt rec'd synvisc injections early in the year. Twice a month later in the right knee. Eight days later, after the 3rd injection, te pt experienced intense pain and edema from the thigh to the lower leg. The pt had to be hospitalized and reported that pt "may have an infection." At the time of this report the pt was not yet recovered. The pt experienced strong pain and inflamamation following synvisc injections into the right knee and had been sent to the hosp. No details were provided. The pt rec'd two injections of synvisc into the left knee in 2004 and a week later, following the second injection pt experienced pain and could't walk for 2.5 days. (See MFR. Control # synv-13711 for specific details of this adverse event.) The pt was sent back to the hosp (date unknown) because their right knee was still swollen and inflamed. At the time of this report, the pt's outcome is not yet recovered.